Event description:
It was reported that the ventilator had a blank time and date, battery issue and dim display. Additional information about the event has been requested. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service provider (sp) inspected the device and found that the unit would not run on battery. Reportedly, the unit would shut down when unplugged from alternating current (ac) power. The battery would indicate full when plug into ac power but did not charge. The sp replaced the battery. The sp also replaced the column due to damaged screw holes, replaced the power cord due to damages. Confirmed the display was dim, touchscreen was not working properly and confirmed the hour and date would not take. The repair completion is pending.

Manufacturer narrative:
H10 the field service engineer (fse) was dispatched onsite for repairs. The fse confirmed the liquid crystal display (lcd) and the central processing unit (cpu) printed circuit board assembly (pcba) required replacement. The fse replaced the lcd display and the cpu pcba to resolve the reported issue of the blank time and date and dim display. The flow sensor assembly was also replaced as the device failed the air flow test. The device passed testing and was returned to service. The defective battery that was replaced to resolve the reported battery issue as stated in the previous follow up report was returned for failure investigation. The complaint was confirmed. Root cause cannot be determined without opening battery package. The unit will be returned to manufacturer for analysis. The vendor will be contacted for RMA and battery will be returned for analysis. H11 the device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was used for training purposes only.

Manufacturer narrative:
H10 the removed touchscreen was returned to the product investigation lab (pil). The pil technician visually examined the touch screen and reported there was no evidence of damage or contamination. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. The touch screen passed all diagnostics testing and resistance measurements are in specifications. Touchscreen calibration was completed successfully. The analysis concluded the returned touchscreen functions as designed. H11 updated contact information and contact office entity.

Manufacturer narrative:
The ventilator liquid crystal display (lcd) was returned and evaluated by the philips product investigation lab (pil) due to customer allegation of a dim display. Visual inspection of the component verified there is no anomalies; the lcd was free of physical damage. The pil technician installed the component into a pil v60 standard test bed (stb) for testing and verified the following with the use of the suspect lcd: 1. The graphics were crisp and clear with the use of diagnostics mode as well as the use in functional mode. 2. The backlights were bright resulting in an easy to read and use functional display. 3. The brightness control was easily accessible and operated as designed. 4. The ventilator stb did power down with the use of the lcd touch screen button as well as the accept button on the front panel. 5. The screen lock function on the lcd operates as designed on the lcd. 6. With the suspect lcd installed on the pil stb the stb operates without issue or error code. The pil investigation concludes the lcd functions as specified; no problem found.